Event description:
Physician reports the lens were removed and replaced without complication due to a refractive surprise.

Manufacturer narrative:
The lens was not received for evaluation. Our investigation into this event suggests that is not manufacturing related. Iol met manufacturing criteria at the time of release.